Event description:
It was reported that prior to an unspecified procedure, suture placement using the preclose technique was attempted with three proglide devices in an unspecified vessel. Reportedly, a suture break occurred with the first proglide device. A second proglide was attempted but could not be flushed and no bleedback through the marker lumen was noted. A third proglide was attempted and a suture break occurred. All the sutures were removed. After the procedure was completed hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information was received reporting that this device had not been used and would not have been a reportable event.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.